Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 548 mg/dl. Customer stated that the insulin pump had motor error alarm. Customer was able to complete rewind. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis. Frn unknown. Inf set unknown.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and the dat test at 0.08760 inches. Device was unable to prime during prime test due to faulty force sensor resistance (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. No motor error alarm noted during testing. The motor was tested outside of the unit and passed. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, stained address/serial number label, stained keypad overlay and a stained end cap sticker.